Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2020. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast reconstruction with a 650cc mentor cpx 4 breast tissue expander experienced left sided deflation accompanied by discomfort post procedure. As a result, the device was explanted and replaced with an unspecified implant. The explanted surgeon noted a rent on the back side of the tissue expander.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: during the visual evaluation of the device, no apparent damage was observed. Leak testing was performed in accordance to mentor procedures, and it revealed a tear at the junction between the shell and anterior patch. Microscopic examination was performed, and the cause of the deflation could not be identified. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).